Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating due fluid loss. Upon revision, a hole in the cylinder was discovered. Implant experienced wear and tear. The ipp was explanted and replaced. No patient complications reported.